Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/30/2018, that on (B)(6) 2018, no audio output on the g5 mobile application was reported. The patient stated she did not remember hearing the alert go of on the g5 mobile application and went into a seizure. She indicated that her husband woke up and heard the urgent low alert and found the patient on the ground. He provided her with juice and at the time of contact, the patient was in stable condition. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined. No additional patient or event information is available.